Manufacturer narrative:
The consumer has not returned the device for evaluation.

Event description:
Consumer stated her heating pad burned her on her buttocks and private parts. She used the pad for rheumatoid arthritis and is on pain medications (oxymorphone). Her wound blistered the heating pad was wrapped around her leg for hours, no shut off or setting temperature.